Manufacturer narrative:
(B)(4). The imaging system was returned for eval. Visual inspection discovered a non-volcano power cord attached to the system. No damage or traces of smoke were noticed on the outside. The system power up normally and no smoke or smoky smell was experienced. The system rear panel was removed to inspect inside of the system and no damage was noticed. The wiring was routed properly and the printer power supply was intact. Further functional eval of the returned system is on-going. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The customer reported to the MFR that smoke was observed when the imaging system was powered up for the start of the day. There was no pt involved when this incident occurred. The MFR advised the user not to use the system in its current condition. The MFR replaced the imaging system and the customer reported to be functioning as intended.